Manufacturer narrative:
Follow up # 1/supplemental report text-11/30/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Affiliate reported that the machine displayed that it could not be "zeroed." The defective product caused a delay during the operation because another one had to be brought in. Customer did not keep of a record for the delay time, however as a conservative measure the event is being reported.

Manufacturer narrative:
The 510(k) # is k062195. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient's husband contacted lifescan (lfs) alleging that the patient's onetouch ultra meter does not power on. The medical surveillance specialist (mss) was unable to reach the lay user/ patient or the reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's husband does not known when the alleged issue began. In addition to oral medication (type and dose unspecified), the reporter stated the patient also manages her diabetes with diet and/or exercise. It is not known if the patient tested with another device following the alleged issue and it is unclear if the patient continued with her usual diabetes regimen after the reported meter issue began. According to the csr's documentation, a few days after the alleged issue occurred (date/time not specified) the patient developed a urinary tract infection. A week prior to contacting lfs (date/time not specified), the reporter stated the patient went to the hospital, obtained a blood glucose result of over "400mg/dl" (specifying, "475 mg/dl") with the ER/hospital's meter, was administered IV fluids by a health care professional, and was later hospitalized. It is not known if the patient was administered additional medication for her diabetes. At the time of troubleshooting, the csr noted that the subject meter's battery did not need to be replaced per the owner's booklet recommendation. The reporter denied trauma to the subject meter. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the reporter claimed the patient was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for hyperglycemia after the alleged issue began.